Event description:
It was reported that the patient complained of diaphragmatic stimulation and increasing exertional dyspnea during an office visit. The left ventricular lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.